Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus iberia regional repair center (rrc) (B)(4) spain (received at the rrc on 2022-09-12). The evaluation at the repair center confirmed the occurrence of error e433 and traced the error back to a defect of the generator board. Therefore, this event/incident was attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. Furthermore, the rrc found the hand switch function at the monopolar port 1 not to be working. This failure was traced back to a faulty motherboard. However, the exact cause for this malfunction could not be conclusively determined. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that at an unspecified time/date the esg-400 electrosurgical generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.